Event description:
The pump was returned for investigation. Investigation revealed a damaged battery compartment and contamination under key contacts. This report is made based on results of investigation completed on (B)(6) 2014. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to be cracked at the threads. Additionally, evidence of contamination was found under all button contacts. The keypad cover had been returned torn and with worn button symbols, which has no effect on insulin delivery. (B)(6).